Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported dislodgement could not be confirmed; however a proximal seal and inner member separation were noted. Based on visual and dimensional/analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for dislodgment or shaft break/separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that while opening the device and taking the yellow protective sheath, the implant mounted on the delivery system balloon started drifting away along with the sheath and dislodging from the delivery system. The implant was not attached to the delivery system. The device was then set aside and another one was used successfully. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed that the inner member was separated.